Event description:
It was reported that on (B)(6) 2022, a 5mm by 4mm amplatzer piccolo occluder (lot 8421938) was chosen for implant, using a 4f amplatzer torqvue lp delivery system for 30 days old, 1.2 kg patient with the following patent ductus arteriosus (pda) measurements: minimal diameter of 3.5mm, length of 11.3mm, and diameter at aortic ampulla of 4.5mm. It was indicated that the physician felt measurements and weight were "borderline" between device choices. Per physician downsizing was not an option. Original deployment had immediate embolization of this device that was confirmed in fluoroscopy, which was retrieved via 10mm gooseneck snare, and removed from the patient. A replacement 5mm by 4mm amplatzer piccolo occluder (lot 8160390) was successfully implanted with satisfactory result per physician. On (B)(6) 2022, echocardiogram showed obstruction on the left pulmonary artery (lpa) due to patient anatomy. The patient experienced difficulty breathing, requiring respiratory support. The patient underwent medical intervention; however, the physician was unable to cross into the lpa. On (B)(6) 2022, the patient underwent surgical lpa angioplasty. The patient was discharged and reported to be stable.

Manufacturer narrative:
An event of difficulty breathing was reported. Field indicated that echocardiogram showed obstruction on the left pulmonary artery (lpa) due to patient anatomy which may have contributed to the reported event. Patient underwent surgical lpa angioplasty. A more comprehensive assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. H6 medical device problem code: code 1395 and 2017 removed.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2022, a 5mm by 4mm amplatzer piccolo occluder was successfully implanted using a 4f amplatzer torqvue lp delivery system for a 1.2 kg patient with the following patent ductus arteriosus (pda) measurements: minimal diameter of 3.5mm, length of 11.3mm, and diameter at aortic ampulla of 4.5mm. It was indicated that the physician felt measurements and weight were "borderline" between device choices. Per physician downsizing was not an option. Original deployment had immediate embolization of this device, which was recaptured and repositioned with satisfactory results per physician. On (B)(6) 2022, echocardiogram showed obstruction on the left pulmonary artery (lpa) due to patient anatomy. The patient experienced difficulty breathing, requiring respiratory support. The patient underwent medical intervention; however, the physician was unable to cross into the lpa. On (B)(6) 2022, the patient underwent surgical lpa angioplasty. The patient was discharged and reported to be stable.